Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the inability to aspirate the cap was unknown. The hcp stated "this is a common occurrence with medtronic pumps". The hcp further reported that there were no symptoms to resolve as the patient was stable throughout.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine and baclofen at unknown concentration/dose via an implantable pump for post spinal cord injury and intractable spasticity. It was reported that on wednesday the hcp accidentally filled the pump with morphine instead of baclofen. The company representative (rep) stated the facility was going to start supplementing with oral baclofen yesterday (rep went there to program the pump to minimal rate yesterday) and they arranged for a transport to get the patient to see a doctor today ((B)(6) 2023). The company rep stated they were going to see the patient to remove the morphine. Technical services reviewed and sent the full system removal procedure to company rep. Additional information from the company rep stated they attempted to do the removing system contents procedure and were unable to aspirate anything from the catheter access port (cap). It was reported that the pump is refilled with actual 2250mcg/ml baclofen now and dose 790mcg/day. They were unable to aspirate from the cap and were going to deliver the ms at 0.5mg/day , flow rate equivalent for this dose would be 0.1ml/day or 225mcg/day baclofen. The company rep stated the hcp will give the patient oral baclofen to manage the withdrawal symptoms she currently is experiencing and is comfortable with this treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.